Event description:
It was reported that the patient presented with extra-cardiac stimulation near the left ventricle. Upon interrogation, it was noted that the left ventricular lead exhibited high capture threshold. Programming changes were made. There were no patient consequences.